Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during an unrelated procedure the implantable cardioverter defibrillator (ICD) sutures ¿broke loose¿ and the ICD was ¿sitting back up near the collar bone.¿ in addition, the patient reported left sided shoulder/neck/chest/arm pain due to the ICD. The patient also reported, ¿I can't even use my left arm.¿ the patient noted the ICD is now ¿in the previous location¿ implying intervention was performed. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up with the clinic that there was no migration of the patient¿s ICD or intervention performed for the complaints.